Event description:
On (B)(6) 2013, the lay user/patient¿s relative contacted lifescan (lfs) alleging that the patient¿s one touch ultralink meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the alleged power issue began on (B)(6) 2013 at 6:30 a.m. The patient manages his diabetes with an insulin pump. The reporter stated, immediately after the alleged issue occurred, the patient began to feel lightheaded. Thirty minutes after the alleged issue occurred, the reporter claimed the patient took an increased dose of insulin (unknown type and dosage) in response to the alleged power issue. The patient denied receiving any medical treatment. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. The cca noted that the batteries in the meter did not need to be replaced. Replacement products were sent to the patient. Although the patient treated himself with insulin, there is no indication that the subject meter caused or contributed to a serious injury. The patients reported symptoms do not meet lfs criteria of a serious injury. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (10/04/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 9/10/2013 and 9/27/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.